Manufacturer narrative:
The investigation determined that a lower than expected vitros phyt result was obtained from a single non-vitros biorad lot 45960 level 3 quality control fluid using vitros phyt slide lot 2626-0186-4395 on a vitros xt7600 integrated system. The most likely assignable cause was the calibration in use when the event occurred. Although the calibration responses and parameters appeared typical to expected responses and parameters, a quality control review indicates the accuracy issue was isolated to the calibration curve in use at the time of the event. Acceptable performance was obtained from the same slide lot using an alternate calibration event using an alternate lot of calibrators. It is unlikely calibration kit 0942 was the cause of the event as acceptable performance was obtained on an alternate vitros xt7600 integrated system on site from calibrations obtained using calibrator kit lot 0942. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros phyt slide lot 2626-0186-4395. The vitros xt7600 integrated system did not likely contribute to the event as a diagnostic vitros crbm within-run precision test, used to assess the performance of the immunorate subsystem of the vitros xt7600 integrated system was acceptable, indicating the vitros xt7600 integrated system did not malfunction.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report a lower than expected vitros phyt result was obtained from a single non-vitros biorad lot 45960 level 3 quality control fluid using vitros phyt slide lot 2626-0186-4395 on a vitros xt7600 integrated system. Biorad lot 45960 level 3 vitros phyt result of 13.7 ug/ml versus the expected result of 17.12 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The lower than expected result was obtained from a non-patient quality control fluid. There were no allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) (B)(4) and reportability assessment (B)(4).